Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified, concentric and 90% stenosed distal right coronary artery. Pre-dilatation was performed with a trek balloon catheter. A 3.0 x 23 mm xience prime was advanced to the lesion; however, the balloon ruptured at 6 atmospheres during the first inflation. A non-abbott balloon was used for post-dilatation to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Guide wire: bmw elite; guide cath: heartrail al10 6fr. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.